Event description:
Patient reported "has fallen further down and on the side of the device it has started to get hard", "textured to smooth" and "bii" not device related. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: malposition. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Clarification to reported partial implant(d6a) date: 1999.